Event description:
It was reported that the patient believed he was having a problem with his peripheral nerve stimulator. After all of these years, the patient believed he had a lead migration or dislodgment. The area of stimulation on the default program had moved laterally, superiorly, and superficially to where it needed to be and where it usually was. The patient had his target turned on which gave him access to a couple more pairs of leads a little bit more distally. The patient actually got no stimulation on the last two of those which was unusual. The issues had been going on for the past 3 or 4 days. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3777-60, serial# (B)(4), im planted: (B)(6) 2009, product type: lead. (B)(4).